Event description:
It was reported the pt had the entire stimulator system removed. The pt had lost weight and felt the implant on the abdominal wall was "disfiguring". The pt wanted the device to be explanted and to go back to treatment with medication. The pt reportedly preferred drug therapy to stimulator therapy. The pt had migraine headaches that were treated with the stimulator device. Other symptoms reported at the time of this event were emotional changes, lack of effect, and psychological symptoms (unspecified). During the explant procedure, the extension leads became detached when being pulled through leaving "filaments" in the wound. One filament was left in the wound as it would have caused unnecessary trauma to the tissue to remove. There was no serious injury to the pt.

Manufacturer narrative:
The specific lead/extension involved was not reported.